Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call indicating that patient was experiencing differences between sensor glucose versus blood glucose. The customer's father stated they have difficulties of controling her glucose levels.